Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was inaccurate. The customer did not know why the time setting was incorrect. The customer's blood glucose (bg) level was 324 mg/dl with ketones. Tandem technical support assisted the customer with correcting the pump's time.